Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that no capture was observed at max output. The high voltage lead impedance had increased as well. An infection was also noted. The system was explanted.